Event description:
It was reported that the caller wanted to know if there was an advisory for this pacemaker for the battery. Technical services (ts) advised the device should be replaced within 90 days and changes to device function once the device reached end of life (eol). It was noted that there were no advisories for this device. Ts noticed that there were two signal artifact monitor (sam) episodes due to noisy signals. There were also inappropriate atrial tachy responses (atrs) as well. Ts noted that the noise looked like electromagnetic interference (emi). The health care professional (hcp) confirmed that the patient underwent a shoulder surgery. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that the caller wanted to know if there was an advisory for this pacemaker for the battery. Technical services (ts) advised the device should be replaced within 90 days and changes to device function once the device reached end of life (eol). It was noted that there were no advisories for this device. Ts noticed that there were two signal artifact monitor (sam) episodes due to noisy signals. There were also inappropriate atrial tachy responses (atrs) as well. Ts noted that the noise looked like electromagnetic interference (emi). The health care professional (hcp) confirmed that the patient underwent a shoulder surgery. The device remains in use. No adverse patient effects were reported. Additional information indicates that the device was explanted and replaced due to normal battery depletion. No adverse patient effects were reported. The device has been returned for analysis.

Manufacturer narrative:
The returned pacemaker was analyzed and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.